Manufacturer narrative:
Patient handed sample over to 'local inspection authority'.

Event description:
Baxter reported a 'crack on the tubing' on a transfer set that leaked. The patient was hospitalized due to peritonitis. Additional information regarding the peritonitis was requested from the international affiliate.